Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set had blockage at the site, which cause the patient blood glucose levels elevated to high, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.